Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that during use, customer was unable to get fiber optic pressure on the cardiosave intra-aortic balloon pump (iabp). A fiber optic sensation balloon was being used and no pressure waveform was seen. The customer tried disconnecting and reconnecting without success. Subsequently, the patient was switched to a cs300 and pressures were observed on the cs300, and pumping was resumed without messages or alarms. No patient harm or adverse event was reported.

Manufacturer narrative:
Customer has not requested getinge to evaluate the iabp. Subsequently, we made three (3) good faith efforts to obtain information on this complaint event and the status of the iabp, but no information has been provided.

Event description:
It was reported that during use, customer was unable to get fiber optic pressure on the cardiosave intra-aortic balloon pump (iabp). A fiber optic sensation balloon was being used and no pressure waveform was seen. The customer tried disconnecting and reconnecting without success. Subsequently, the patient was switched to a cs300 and pressures were observed on the cs300, and pumping was resumed without messages or alarms. No patient harm or adverse event was reported.